Event description:
It was reported that for the past 2 weeks the pt has not been feeling stimulation, even when she tried to use her magnet. X-rays were taken of the pt's device, but the physician did not see any anomalies. Per physician, last two weeks the pt had increased seizures, even though she was taking heavy doses of medications. The relationship to pre-vns baseline is unk. Physician was also not sure if the seizures were related to the vns or not. No trauma or manipulation was reported, but two weeks ago the pt was playing basketball when she said she did not feel the stimulation all of a sudden. In the office, the physician increased the pt's settings, but the pt still did not feel stimulation. Diagnostics were run which were all within normal limits. The physician will f/u with the pt in a few weeks. No further interventions have been taken or planned.